Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented for routine device change due to normal eri, externalized conductors were suspected on the lead. There were no electrical anomalies. Lead was connected to the new device. Patient was stable post-procedure and will be followed normally. Based on the review of the diagnostic views provided to st. Jude medical, the conductors do not appear to be externalized.